Event description:
Boston scientific received information that this right ventricular lead displayed noise. The noise was oversensed but did not cause any inappropriate therapy or loss of pacing. Approximately one year later, subsequent information indicated that a surgical procedure was performed where the lead was capped. It was reported that the lead was observed to have been fractured approximately six inches from the header, near the patient's clavicle. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.